Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. (B)(6). It is presumed that the product will not be returned to zimmer biomet for investigation as the exact location of the device is unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device whereabouts currently unknown.

Event description:
It is reported that during a routine primary knee procedure, the femoral inserter fractured. Pieces of the device fell into the patient, but all pieces were retrieved. The surgeon completed the procedure using other instruments. The reporter additionally stated that the device was worn out from normal use. No additional patient consequences were reported.

Manufacturer narrative:
The complaint sample could not be evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.